Event description:
The user facility reported that after the interventional treatment of cerebrovascular diseases, the 8 french angio-seal was used. When the surgeon opened the package, he found that the bleeding hole area of the sheath tube was bent. He did not continue to use it and replaced it with a new product. The event occurred pre-procedure; therefore, there was no patient involved.

Manufacturer narrative:
A review of the device history record of the product code/lot number combination was conducted with no findings. Although the sample was not available for evaluation, one photograph was provided. The photograph was reviewed, and device information was identified. The locator was identified to be kinked at the inlet hole. The complaint can be confirmed for locator kink per the photograph provided. The exact root cause was unable to be determined. The likely cause was determined to have been damage sustained to the dilator due to handling of the packaging prior to use. The device history record (DHR) review determined that the device was in a conforming state when released from terumo control. There is no indication that any manufacturing, design, or quality system issues may have led to this event. Currently, no action is recommended since this risk evaluation is within the predetermined limits in the failure mode and effects analysis (fmea)/hazard based risk table (hbrt).